Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they think their ins battery is done as the ins battery died and pt charged ins and all the numbers looked good, but ins won't come on anymore. Pt clarified about 4-5 days ago pt knew the battery was low, and pt said through the night "it" shut off, pt assumed due to ins battery being too low, so they charged ins all afternoon however when they went to try and turn back on, "it" (patient services understood as the ins or stimulation) wouldn't turn on. Pt said according to all the reading on their equipment, the ins battery was charged. Pt thinks the battery needs to be replaced. Troubleshooting was unable to be performed as pt did not have equipment with them during the call.